Event description:
It was reported the service technician has tried to fix the unit several times as the zoom carriage does not operate correctly. It is unk if there was pt involvement or if there are adverse consequences to report.